Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing, with no noise observed on the electrograms and event markers during the tests. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
The explanted device will be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this device was found to be at end of life (eol) battery status during a routine follow-up. Premature battery depletion was suspected, as the remaining longevity in (B)(6) 2016 was 1.5 years but eol was declared in (B)(6) 2016. This device was later explanted and replaced. After the procedure, the clinician reported to the field representative that the chronic right ventricular (rv) lead had exhibited noise back in 2012, which was resolved with adjusting the sensitivity. At the replacement procedure, the chronic leads tested fine on the pacing system analyzer (psa) and an x-ray of the rv lead did not reveal any issues. The right atrial (ra) lead was difficult to remove from the device header, but this did not result in any damage to the ra lead. Technical services discussed continuing to monitor the rv lead and attempting to recreate noise on the lead at the patient's next follow up. It was noted the patient paced in the rv only 3% and the physician's primary concern was the early depletion of the explanted device. No additional adverse patient effects were reported.